Event description:
The account reported the positioning and exiting modes for the patient position module will not set. The bed was located in the bed shop at the facility. Ther was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support trouble shot the issue with the account and found that the account did not have the patient weight properly positioned on the mattress, user error. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Once the patient's weight was properly positioned by the account on the mattress the patient position module functioned as designed. Based on this information, no further action is required.